Manufacturer narrative:
The device manufacture date was documented as unknown in the initial report. It has been updated to october 2, 2006. UDI has been updated accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The date of manufacture was unknown; therefore, (B)(4). The manufacturing location was unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was running for a couple of minutes an then stopped completely. Therefore, the reported condition was confirmed. It was also determined that the units electronic control unit was damaged, had an inconsistent output voltage, motor had signs of corrosion on it and the components were worn with some debris on them. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified veterinary surgery, it was observed that the small battery drive device ran intermittently. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.